Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a conventional lasik treatment following cataract extraction surgery with multi-focal iol implants. Postoperatively, this patient exhibited a small overcorrection (.50 diopter). It is unknown if the surgeon feels this patient is harmed/injured. Additional information has been requested. The safety and effectiveness of lasik surgery has not been established and is not an approved indication for this device. The safety and effectiveness of this laser system has not been established for patients with previous corneal or intraocular surgery. (This would include iol implants.)

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.